Event description:
The nurse reported the anterior chamber was fluctuating and smoke came from the anterior chamber. The nurse stated the anterior chamber was not maintaining. The surgeon was able to complete the case. Additional information received stated the event occurred within the first few minutes of phaco during sculpt. The system displayed a message of "occlusion". The anterior chamber fluctuated and the recovered. There was no patient injury reported.

Manufacturer narrative:
The company service representative examined the system and could not find any problems. The system was then tested and met all product specifications. The company sales representative has been on site and checked all the settings and found them within recommendations. The facility stated other surgeons have used the system with no problems noted. This report was mailed to FDA on: 12/23/2008.